Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from (B)(6) alleged that they received potential false positive results for 2 patients¿ samples that were tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that run #2149 generated a sars-cov-2 positive, influenza a negative, influenza b negative result for a patient¿s sample when analyzed on the cobas® liat® system (s/n (B)(4)). The patient¿s sample was repeat tested on a different cobas® liat® system (s/n not provided) that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. A second patients sample when analyzed on the cobas® liat® system (s/n (B)(4)) generated a sars-cov-2 positive, influenza a positive, influenza b positive result. The patient¿s sample was repeat tested on a different cobas® liat® system (s/n not provided) that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. No patient details were made available, and no harm or injury was indicated. No information on sample collection or handling was provided. The investigation to assess the customer allegation has not yet been completed. Two (2) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The customer allegation was not identified. An assessment performed on both runs detected true amplification on both runs and no indication of a systematic issue. The samples were indicative of samples with a low viral load near the limit of detection (lod) of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. (B)(4).